Manufacturer narrative:
B3: updated description. Cause investigation and conclusion. An adverse event form was received from a non-gore clinical trial and reviewed. Additional information to the event, reintervention, patient outcome, and dicom imaging series for evaluation were requested from the study coordinator. The provided information was captured in sections 2 and 3. A review of the manufacturing records indicated the lot met all pre-release specifications. Intra-operative angiogram imaging dated (B)(6) 2023, was shared with gore for review. The imaging evaluation summary states the following: ¿ image at 2:10pm shows contrast flowing throughout the bypassed left subclavian artery (lsa) and left common carotid artery. ¿ image at 2:19pm shows flow into the sac from the ¿embolized¿ lsa vessel from 1st procedure. ¿ possible embolization materials added on the 2:24pm image. Flow appears to stop at this location. ¿ additional embolization materials and coils are present on the images between 2:24pm ¿ 3:05pm. Cannot confirm with the 3:05pm image if the type 2 endoleak has been resolved due to metallic density of coils obstructing the anatomy of interest. Based on the incident description and the subsequent investigation, we are unable to determine the cause of this incident and assign a root cause. This complaint was initiated based on information received from a non-gore clinical trial. Intra-operative angiogram imaging was shared with gore for evaluation. Due to metallic density of coils obstructing the anatomy of interest gore cannot confirm with the available images if the type 2 endoleak has been resolved during the initial procedure. The available information does not reasonably suggest a potential malfunction has occurred. The reported type 2 endoleak represents a known complication or adverse event that can occur when using stent-graft endovascular devices and can arise as a result of a multitude of factors, including intraprocedural technical considerations, patient-related risk factors and change of hemodynamics. According to the instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to: endoleaks;

Event description:
It was reported that on (B)(6) 2021, a patient presenting with a thoracic aortic aneurysm was treated with a gore® tag® conformable thoracic stent graft with active control system. As adjunct treatments the subclavian artery was embolized and a left subclavian artery to the common carotid artery bypass was performed. (B)(6) 2023, the patient presented with chest pains. Computed tomography imaging showed a type ii endoleak from the left subclavian artery and aneurysm growth. To resolve the endoleak the left subclavian artery was embolized on (B)(6) 2023, and the patient was discharged on the next day. The patient tolerated the procedure.

Manufacturer narrative:
Images were shared with gore and evaluated. The imaging evaluation summary states the following: the imaging evaluation performed by a clinical imaging specialist showed the following: one time-point available for evaluation: intra-operative angiogram imaging dated (B)(6) 2023. Image at 2:10pm shows contrast flowing throughout the bypassed lsa and lcca. Image at 2:19pm shows flow into the sac from the ¿embolized¿ lsa vessel from 1st procedure. Possible embolization materials added on the 2:24pm image. Flow appears to stop at this location. Additional embolization materials and coils are present on the images between 2:24pm ¿ 3:05pm. Cannot confirm with the 3:05pm image if the type ii endoleak has been resolved due to metallic density of coils obstructing the anatomy of interest.

Event description:
It was reported that on (B)(6) 2021, a patient presenting with a thoracic aortic aneurysm was treated with a gore® tag® conformable thoracic stent graft with active control system. The patient was also treated with subclavian artery embolization and bypass of the left subclavian artery to the common carotid artery. On (B)(6) 2023, the patient was hospitalized due to a type ii endoleak being fed by the left subclavian artery. The patient was planned to be treated with embolization on (B)(6) 2023.

Manufacturer narrative:
H6-b15: an adverse event form was received from a non-gore study and reviewed. The provided event information is captured in the description. H6-b13: additional information to the event, reintervention, patient outcome, and dicom imaging series for evaluation have been requested from the study coordinator. The response is pending. H6-b20 and h3 other: the device remains implanted in the patient. Therefore a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D10: gore® tag® conformable thoracic stent graft with active control system tgm454520e - lot 23569034.